Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked from an unknown location. This occurred during an unknown process step of peritoneal dialysis therapy. The leak was further described as "a puddle of fluid on the floor underneath the machine and some type of water stain inside the door of the machine". The patient stated that the bags were dry on the outside and could not see any fluid leaking down the side of the machine. Renal therapy services (rts) advised the patient to contact their nurse regarding the issue. Continuous ambulatory peritoneal dialysis was discussed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.